Event description:
A malfunction alarm, identified as malfunction code 9, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided pump reset information, assisted the customer in resetting the pump, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappears.